Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room with shortness of breath. Interrogation revealed multiple non-sustained lead noise episodes. Review of the stored egms indicate true noise. The lead remains implanted.